Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided in the form of a literature article. In the article, a physician reports that the patient was pseudophakic prior to the glaucoma filtration device (gfd) implantation. During the procedure, the scleral flap was sutured with five stitches. Two weeks later laser suture lysis was performed on three stiches and a topical steroid was used for one month. Nine months after surgery, the patient underwent outflow tract reconstruction with an antimetabolite application and needling. There was no contact between the device and the cornea or the iris. Nineteen months after the surgery the device perforated the scleral flap and was exposed to the outer conjunctiva, so the device was removed. The patient has progressed without postoperative increase in intraocular pressure (iop), or other complications. Since the eye in this case was intensely myopic with a thin sclera, and, the pharmacological effects of the antimetabolite used in the procedures, and the inflammatory reaction caused by initial procedure itself, the device may have been exposed to the outside of the conjunctiva after the thinning and perforation of the scleral flap.

Manufacturer narrative:
(B)(4).

Event description:
In a duplicate file, it was indicated that the patient had scleral thinning prior to having the shunt explanted.

Manufacturer narrative:
Evaluation summary: customer reported that shunt exposure from sclera flap, after surgery; the date that the shunt was explanted and the event date are unknown. No sample was returned, therefore, the condition of the product could not be verified. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Complaint trend was review: quality assurance performs periodic monitoring of similar incidents and will take action if an unfavorable trend occurs. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device was exposed from the sclera flap. The device was removed and the sclera was sutured. A trabeculectomy was performed in a different position. Additional information was requested.